Manufacturer narrative:
The pump was received with a critical pump error or open book image due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to verify battery anomaly or download due to download anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.